Manufacturer narrative:
It was reported that "one of the screws on the transport fell out and is now lost", "it is the hand screw that holds the front right wheel on", "she trying to put the unit in the car when the wheel fell off". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "she trying to put the unit in the car when the wheel fell off".